Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between january 2, 2025 ¿ january 4, 2025. H11: twenty-two (22) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty two (22) large volume infusor underinfused medication during infusion. It was observed that residual medication remained in devices after the therapy time was completed. The devices were filled with piperacillin/tazobactam (piptaz-aft) 18000mg citrate buffer for pip/taz 25.3ml in sodium chloride 0.9% 230ml total final volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date ¿ these events occurred between october 3-31, 2025. E1: initial reporter postal code ¿ (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.